Event description:
3/23/90 breast augmentation with silicone implant. Pt developed mass in right axilla, surgery revealed silicone material in lymph. Additionally, evidence of a ruptured right implant and bilateral capsular contracture.